Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient was at home receiving a continuous infusion of blinatumomab via their ivad. Infusion being run on a cadd solis pump. The ivad needle in use had been in situ for approximately 4 days. Mom notes blood backing up the extension tubing of the ivad needle set and wetness on the patients shirt. A crack in the line was identified and patient was brought into the oncology day unit where the broken needle set was removed and a new needle set was used to access the port. The crack was found at the point where the extension tubing of the needle set meets the light blue hub of the luer connection end. While the patient was not harmed (both immediately and later), as a result of the crack, malfunctions of this nature put immunocompromised patients as significant risk of developing an infection, therefore, these incidences are considered severe harm. Patient had to be brought in to clinic immediately upon finding the break. The patient had to be re-accessed without use of topical numbing agents. Blinatumomab (an investigation agent part of a research study) was off for a given period of time."

Event description:
It was reported "patient was at home receiving a continuous infusion of blinatumomab via their ivad. Infusion being run on a cadd solis pump. The ivad needle in use had been in situ for approximately 4 days. Mom notes blood backing up the extension tubing of the ivad needle set and wetness on the patients shirt. A crack in the line was identified and patient was brought into the oncology day unit where the broken needle set was removed and a new needle set was used to access the port. The crack was found at the point where the extension tubing of the needle set meets the light blue hub of the luer connection end. While the patient was not harmed (both immediately and later), as a result of the crack, malfunctions of this nature put immunocompromised patients as significant risk of developing an infection, therefore, these incidences are considered severe harm. Patient had to be brought in to clinic immediately upon finding the break. The patient had to be re-accessed without use of topical numbing agents. Blinatumomab (an investigation agent part of a research study) was off for a given period of time."

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" safestep safety infsuion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.